Event description:
The customer reported that he was hospitalized due to a spider bite. The customer's blood glucose reading was 400 at the time of admission. Assisted the customer in programming the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.